Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_wrench_acc, product type: accessory. Product ID: 3998, lot# l97733, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Analysis of the ins, serial # (B)(4), found no significant anomaly. Analysis of the lead, serial number unknown, found that the lead insulation was degrading at the proximal end and was consistent with metal-induced oxidation (mio). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3998, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) a consumer was scheduled for a normal battery replacement. During surgery the top port lead came out fine with no issues, but when the hcp attempted to remove the bottom port of the lead, it was unable to come out even after they removed both setscrew, tried lubrication, gently pounding on the top/front of the implantable neurostimulator (ins) to loosen the lead, and twisting the lead as they turned. The rep. Then tried three different setscrews and after a while they were able to get the setscrew out of the header. It was confirmed there was no visible corrosion or debris in the bottom port but the rep. Could see the sheath removed from the lead in the header block. It was further reported the hcp couldn¿t explant the entire lead as the lead was implanted in the periorbital area which would require a separate operating room, so the hcp cut the lead and placed a boot on the end. No patient symptoms were reported, but the hcp was going to be bringing the consumer back for a complete lead revision, but no date was scheduled at the current time. The rep. Was planning on sending back the explanted device when possible. Relevant medical history includes cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code applies to the ins, conclusion code applies to one of the leads (s/n: (B)(4), and conclusion code applies to the other lead (serial number unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Manufacturer¿s implant database indicates that the returned device was explanted (B)(6) 2014 and replaced while complaint information received indicates it was explanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that the physician was unable to remove the lead from the implantable neurostimulator and felt that the proximal electrode was bent inside the implant. It was noted that the replacement was for normal battery depletion and the patient recovered without sequela.